Event description:
Boston scientific received information that this right atrial (ra) lead last displayed a pacing impedance measurement of 400 ohms to 500 ohms and currently displayed a pacing impedance measurement of 1,800 ohms to greater than 2,000 ohms. The patient was brought in for a device check. The patient was experiencing atrial fibrillation (af) and no capture was observed. A cardioversion procedure was to be performed and the physician was likely to continue to monitor the lead. The physician believed the lead to possibly be fractured. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.